Event description:
As reported for this event by the customer, concern was raised for the reprocessing across multiple customer sites upon findings after devices were inspected with a borescope. The findings of a borescope inspection for this device are foreign material, possibly biological, in the channel. The borescope was put in the device backward through the suction connector (christmas tree type) on the scope connector and all of the way up where the umbilical cord meets the control body. It was observed that the brushes did not touch the channel wall on the side that the debris is being found. There is no reported harm to any patient or persons.

Manufacturer narrative:
Customer (B)(6) facilities had concerns connected with reprocessing of devices at the various (B)(6) facilities. Arising from this concern, devices/events have been identified for the (B)(6) facilities below: (B)(6). The associated devices/events that are identified at this time for bec are as below: patient identifier: (B)(6), scope model: cf-hq190l, serial number: (B)(4); (B)(6), pcf-h190dl, (B)(4); (B)(6), pcf-h190dl, (B)(4); (B)(6), pcf-h190dl, (B)(4); (B)(6), pcf-h190dl, (B)(4). This medwatch is for patient identifier: (B)(6). This device is owned by (B)(4); however, it is physically located at bec and being used at that facility. In-service was performed by the olympus endoscopy support specialist (ess) for the facility¿s reprocessing. The cleaning, disinfection, and sterilization information was reviewed during in-service and documented. Below are the observations made: during reprocessing in-service it was observed that the customer keeps the auxiliary water tube on during leak testing. The customer does not use lint free cloths during the manual cleaning process. The customer uses the channel opening cleaning brush prior to using the channel cleaning brush. The brushing is done in the incorrect order. The customer uses olympus brushes. The customer also does not wipe the scope down after the flushing with detergent solution and does not let it soak for the detergent manufacturer's recommended time. The scope does not soak at all and goes directly into the rinse sink. The customer does not always keep the scope immersed while reprocessing and brushing. The customer uses pure detergent. The customer uses the scope buddy plus for flushing and the medivator¿s edge automatic endoscopy reprocessor (aer). The correct reprocessing method per the instructions for use (IFU) were reviewed in the in-service. Customer manager was provided with a copy of the documentation of the in-service, posters, and websites for reprocessing videos. Customer was advised to follow all validated reprocessing methods listed in the reprocessing IFU. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomena were presumed to have been due to improper reprocessing of the device. It was considered that the user¿s understanding differed from the manufacturer's recommendation in scope handling and/or reprocessing steps. The user¿s reprocessing steps deviated from the instructions for use (IFU) as follows: "- they keep the auxiliary water tube on during leak testing. The steps for leakage testing detailed at ¿5.4 leakage testing of the endoscope¿. - they do not use lint free cloths during the manual cleaning process. 5.2 preparing the equipment for reprocessing: all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle. - they do not follow the correct brushing order during manual cleaning. Brushing steps are detailed at ¿5.5 manually cleaning the endoscope and accessories brush the channels¿. - they do not wipe the scope down after flushing with detergent solution and do not let it soak for the detergent manufacturer's recommended time. Dry external surfaces: dry the external surfaces of the endoscope, the channel plug, the injection tube, and the auxiliary water tube by wiping with clean lint-free cloths. 5.5 manually cleaning the endoscope and accessories fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer. - the scope is not soaked and goes directly into the rinse sink. 5.5 manually cleaning the endoscope and accessories fill a clean, large basin with the detergent solution at the temperature and concentration recommended by the detergent manufacturer." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.